Event description:
It was reported that during sheathed insertion, blood was observed leaking approx 25 cm from catheter tip. Assembly was exchanged. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.